Event description:
Patient underwent a rotablator procedure. Guide catheter was placed in rca and stent/balloon catheter was advanced. However, guide catheter became displaced and everything was removed over the wire guide. During removal, the stent came off the balloon and was lost in the patient's body. Another guide catheter was placed and another stent was placed with no problems.